Event description:
It was reported by the affiliate that the (2) 512xd were used during a laparoscopic cholecystectomy procedure. It was reported that the trocars placed mid clavicular and mid axillary (normally 5mm). The 512xd was used just for this pt because they were thick-walled. The trocar tip on one of the cannulas shattered into splinters. The or time was extended by fourty (40) minutes. The or team is convinced that there is a small piece left in the pt. The second trocar was cracked.